Manufacturer narrative:
Batch review performed on 28 may 2018; lot 172245: (B)(4) items manufactured and released on 31 august 2017. Expiration date: 2022-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system humeral reverse metaphysis +9mm/0° reference 04.01.0111 (k170452); lot 174655: (B)(4) items manufactured and released on 03 october 2017. Expiration date: 2022-09-11; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system humeral reverse hc liner ø39/+0mm reference 04.01.0122 (k170452); lot 173418: (B)(4) items manufactured and released on 03 july 2017. Expiration date: 2022-06-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 18 days after primary. The surgeon determined that the patient had dislocated. The cause of dislocation is unknown. The surgeon revised the diaphysis, metaphysis, and liner. The surgery was completed successfully.